Event description:
It was reported the physician was preparing for an arthroscopic procedure in which he planned to utilize a coblator ii surgery system. Upon plugging the wand into the controller, the physician realized the controller was not functioning. As the patient had already been placed under anesthesia, the surgery was performed using a bipolar method. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the united states, due to international privacy laws, the patient information was not provided.